Manufacturer narrative:
The returned ipg was analyzed passed all tests performed and exhibited normal device characteristics. With all the available information boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that patient experienced loss of stimulation after having difficulty charging, and the implantable pulse generator (ipg) was unable to connect to a remote or clinician programmer. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively.

Event description:
It was reported that patient experienced loss of stimulation after having difficulty charging, and the implantable pulse generator (ipg) was unable to connect to a remote or clinician programmer. The patient under went a revision procedure where the ipg was replaced. The patient was doing well post operatively.